Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's current blood glucose was 150 mg/dl, it was 150 mg/dl at the time of the anomaly. Customer stated the device was not dropped or bumped more than the normal. Customer also mentioned the device was exposed to moisture in the past but none was visible on the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, and cracked battery tube threads. No moisture damage was noted on the electronics, motor, battery tube, or vibrator assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.